Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had lost power. Reportedly, the battery compartment was cracked. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1 date of submission 09/07/2016 device evaluation: the pump has been returned and evaluated by product analysis on 08/10/2016 with the following findings: a review of the black box data showed a reboot associated with a battery change and additional reboots associated with the clearing of cs 078 and cs 064 motor errors. A visual inspection of the pump showed that the battery compartment was cracked. The returned battery cap was unable to fully tighten on to the pump; however, the pump was able to power on with the returned cap. The complaint was not duplicated during testing. Unrelated to the complaint, the pump emitted a motor error during each rewind attempt. The pump cover was observed to be cracked. The pump cover was opened and moisture damage was observed on the motor flex connector, causing the motor error. Additionally, the display was dim and discolored.